Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service noted during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. Blockage evident. The blockage appears to be a blue plastic like material. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault: outlet pipe: failed blockage evident. Water flow: failed: not to specification. Water removal: failed: not to specification. Air channel: volume :unable to test due to blockage (evident). Water channel : volume: unable to test due to blockage(evident). Additionally , the following findings noted during inspection: lg (light guide) lens glue worn out. Ob (objective lens)lens glue worn out. A rubber glue worn out. Lg tube had minor delamination. Probe unit at plug body was loose. Image alignment was out of alignment. Angulations were out of specification. Based on evaluation findings, technical evaluation has confirmed the customer specified fault of blocked channel as a blockage is present in the air / water nozzle. Foreign debris found protruding from the air/water nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of water channel blocked. The issue found during maintenance. There was no patient harm , no user injury reported due to the event. Device evaluation found water channel blocked, foreign debris found protruding from the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling or inappropriate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.